Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic transurethral resection (tur) procedure the ceramic insulation at the distal end of the inner sheath broke off and fell into the patient¿s body cavity. However, no fragment remained inside the patient since it was reportedly retrieved during a follow-up procedure on (B)(6) 2019. No further information was provided.

Manufacturer narrative:
The suspect medical device was returned to the manufacturer for evaluation/investigation. The evaluation/investigation confirmed that the ceramic insulation at the distal end of the inner sheath has fallen out. The inner sheath shows distinct signs of unauthorized third-party repair attempts. There are clearly visible mechanical and thermal toolmarks at the distal end of the sheath tube and small amounts of adhesive of unknown origin on the insulating insert. Therefore, this event/incident was attributed to use error. Furthermore, a material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the inner sheath without showing any abnormalities. The case will be closed on olympus side but, independently from the above mentioned issue, a CAPA was initiated in march 2019 where further investigations, trending, and surveillance will be performed. Furthermore, the user will be informed about the investigation results and retrained to correctly use the olympus medical devices.